Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. No scrolling numbers anomaly noted. The device was received with minor scratched display window, cracked case display window corner, and cracked reservoir tube lip.

Event description:
It was reported that the customer was having difficulties with the insulin pump. The customer tried to input information into the device and the numbers stated scrolling on their own. The customer took the battery out, let it sit, but then the insulin pump alarmed button error, which could not be cleared. The customer's blood glucose was 224 mg/dl. The customer stated that the device was exposed to sweat. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.